Event description:
The customer reported that on (B)(6) 2012 higher than expected and imprecise triglyceride (tg) results, above the normal reference range for the analyte, were generated from a unicel dxc 800 synchron system for three patient samples. Beckman coulter inc. Assessment of customer supplied data indicated that the initial samples were subsequently repeat tested five times each, and the mean value of the repeat results was also above the normal reference range for the analyte. Collectively each patient's repeat results were outside of the precision claims of the analyte. The customer also provide additional analyte results, however these results were not in question as part of this event. The tg results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer also indicated multiple calibration failures for the phosphorus analyte. No patient results were associated with this issue and it required no repair. Beckman coulter inc. Assessment of customer supplied instrument/analyte performance data indicated that both level one and level two tg quality control results were elevated and outside of the precision claims of the analyte. Level one and level two multi-qual controls also showed erratic recovery. The samples were collected in lithium heparin tubes and were fresh samples which were centrifuged at ambient temperature prior to testing. Beckman coulter inc. Led customer troubleshooting did not resolve the issue.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 to address this issue. The field service engineer (fse) inspected the instrument and found cloudy reagent probe wash collars and an oil like buildup on the outside of the wash collars and reagent spill tray. The fse replaced the reagent probe wash collars and cartridge chemistry sample probe. The fse subsequently performed a phosphorus (phos) and triglyceride (tg) calibration which both generated acceptable results. The fse performed a tg/uric carryover assessment, which generated results within service specifications and a quality control assessment which generated results which met the customer's established specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. The root cause of this event appears to be cloudy reagent probe wash collars.